Manufacturer narrative:
The subject device is not available.

Event description:
The patient presented with a left middle cerebral artery (mca) m1 segment occlusion. Pre-procedure the patient had a national institute of health - stroke scale (nihss) of 29. Mechanical thrombectomy was performed achieving a modified thrombolysis in cerebral infarction (tici) score of 2b. It was reported that during the study procedure flow impairment of the left anterior cerebral artery (aca) occurred from a possible occlusion in the internal carotid artery (ica) possibly related to the balloon guide catheter. The event was resolved during the study procedure by performing unknown endovascular intervention. The patient nihss post procedure was reported to be 25. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, vessel thrombosis is a known risk associated with endovascular procedure and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient presented with a left middle cerebral artery (mca) m1 segment occlusion. Pre-procedure the patient had a national institute of health - stroke scale (nihss) of 29. Mechanical thrombectomy was performed achieving a modified thrombolysis in cerebral infarction (tici) score of 2b. It was reported that during the study procedure flow impairment of the left anterior cerebral artery (aca) occurred from a possible occlusion in the internal carotid artery (ica) possibly related to the balloon guide catheter. The event was resolved during the study procedure by performing unknown endovascular intervention. The patient nihss post procedure was reported to be 25. No further information is available.